Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform operating currents, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. However, no blank display noted. Unable to perform bolus delivery due to no button response. Insulin pump received no button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
It was reported that the customer refilled the reservoir and tried to put it back into the insulin pump but could not get the insulin pump to finish the process. The customer stated that this happened a couple of weeks prior to the phone call, so they switched to manual shots. They changed the battery. Their blood glucose had been running high because they were sick. The customer's blood glucose at the time of the call was 412 mg/dl. They were going to the bathroom a lot. The customer stated the rewind message occurred after an alarm/alert. The customer was advised to remove the battery for eleven minutes, cleared battery out limit alert and set the time and date. They were unable to bypass the screen. They had a blank display, inserted new batteries and the display returned, but the customer was unable to go past the finish priming screen. They were asked to remove the batteries for ten minutes. The display did not return after reinserting the battery. Nothing further was reported.